Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device via 7fr sheath was attempted in left femoral artery using the preclose technique prior to an interventional procedure. Reportedly, the proglide device was inserted and a 'snap' was heard. Resistance was felt when attempting to remove the proglide device. The device was not removed and the patient was transferred for surgical intervention. A cut down was performed to remove the proglide device in one piece. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure as the patient was transferred to the intensive care unit. No additional information was provided. There was no reported adverse patient sequela. No additional information was provided.